Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 5 years and 5 months following an intraocular lens (iol) implant procedure, the patient experienced vision haze and upon slit lamp examination the iol was found to be fully opaque. The reason is unknown. The adverse event continues. According to the physician the patient has experienced a disability or permanent damage. Additional information was provided indicating that the patient has had bilateral intraocular lens implantation. The patient continues to compare the vision of each eye by closing the other eye and that is how she can find the difference in vision in terms of haze and night vision. She has visited the doctor twice in the last 6 months with the same issue and the doctor found the opacification. Additional information has been requested. Corrected information was provided that the event no longer indicates "disability or permanent damage".

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. A company representative performed a photo review. There is a fine punctate pattern beneath the optic surface. Besides the quality limitations of pictures the image is consistent with opacification and presumably glistenings. However, it is difficult to determine which iol was implanted. The root cause for the reported complaint could not be determined. There is a consistency with opacification. However, without the evaluation of the physical product, the reported complaint cannot be confirmed. An impact to the visual acuity of the patient cannot be verified. The manufacturer internal reference number is: (B)(4).